Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
It was reported that, "during hip surgery, the first simplex set about 3 minutes in a revolution syringe. Therefore, the surgeon tried again by using a spare simplex and a revolution. However, the 2nd simplex also set about 4 minutes in the pt bone- marrow cavity before he completely inserted a stem. Therefore, he removed the hard-set simplex and a stem. The surgeon completed to set a stem by using a non stryker bone cement. The non stryker cement was used without any problems. The operation room temperature was 25 degrees in c."